Manufacturer narrative:
Additional information has been received, regarding the incident date change. Which, was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2024 to (B)(6) 2024. As per, new additional information. And which is updated in section b3. Also, additional information has been received, which was not included in the initial report. The information has been provided in sections b5 and h6 (health effect: clinical code & health effect: impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported, hyperglycemia. Treated with insulin pump (subcutaneous insulin infusion).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor. The customer reported blood glucose value of 336 mg/dl. The customer reported hyperglycemia treated with IV insulin drip (intravenous insulin infusion). Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884l, mmt-342, unomedical, mmt-7841zn, mmt-7040a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Troubleshooting was performed. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. Customer received a change sensor alert. Customer is unable to run a transmitter test and/or test passed. Cust advised to try another sensor. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for unomedical. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a.